Manufacturer narrative:
Device returned for analysis and was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date at which time therapy is inhibited. The estimated longevity range would have been 1.9 years up to 3.0 years +/- .25-year. The total stimulation on time was 1048 days or 2.87 years, which indicates the issue is attributed to normal battery eol. As the issue is attributed to normal eol, this issue should not have been reported as a medical device report (MDR).

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. The ipg is unable to communicate with external devices. As such, surgical intervention may take place at a later date to address the issue.